Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that failed a flow rate test low. The delivery rate was 40 ml/hr with the volume to be infused (vtbi) at 20 ml and the amount delivered at 17.6 ml. The set used for the test was a solution set (catalog number: 1c8109s, lot number: (10) r16l10031). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported failed flow rat test low' which was reproduced during evaluation. The cause was determined to be an out of adjusted pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.